Event description:
During the operative laparoscopy and left cystectomy x 2 part of the procedure the laparoscopic harmonic had a white part start to detach at the grasper (the white piece seems to still be attached to the grasper).